Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pca syringe containing 150 mg morphine/30 ml diluent was installed at 12:40 am and was noted to be empty at 3:40 am, resulting in the patient receiving 3 times the intended dose. The patient was reported to be narcotic tolerant and was not over-sedated; vital signs including oxygen saturation, bp and respirations remained stable. Due to continued pain, additional doses of morphine 6 mg IV were administered at 5:30 am and again at 7:00 am following the event. The patient is pregnant and the baby had stable fetal heart tones and no signs of distress.